Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a blood glucose level of 540 mg/dl. The customer treated with a manual injection. The customer stated he received a no delivery alarm when he was changing his reservoir, insulin, and infusion set. Standard troubleshooting was performed. The customer was assisted in checking the settings on his insulin pump and clearing an occlusion. The product is not being returned. Nothing further was reported.